Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the console stopped working and displayed the error codes: 258 (lasing and safety-pulse rate high), 223 (swm and safety igbt-swm2 simmer fail), 216 (swm and safety igbt-safety igbt leakage fail) and 283 (safety ok h/w line fail). There were no patient complications, however, the case was not completed due to the event with the console. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. The output harness was inspected and the switching module for channel 2 (swm2) was replaced. After changing the swm2 the error codes reported were cleared and the system did not present further issues, thus confirming the reported event, which lead the procedure been unable to finished as planned. Based on the analysis results a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the console stopped working and displayed the error codes: 258 (lasing and safety-pulse rate high), 223 (swm and safety igbt-swm2 simmer fail), 216 (swm and safety igbt-safety igbt leakage fail) and 283 (safety ok h/w line fail). There were no patient complications, however, the case was not completed due to the event with the console. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.